Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging possible under delivery and customer experienced hyperglycemia. The customer blood glucose level was 307 mg/dl at the time of incident and other 218 mg/dl, 284 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin did exit at the quick release. Customer reported that reason for under delivery was insulin pump was not gave enough insulin. Customer stated insulin pump had insulin flow block alarm. The devices will not be returned for analysis.